Manufacturer narrative:
The pod was received not deployed. The download data shows that the device completed 21 first prime pulses and was deactivated at 31. A rotational sensor abnormality was observed in the data which resulted in first prime ending earlier than intended; which caused the cannula to not deploy. Rerun of the pod replicated the rotation sensor data abnormalities. Inspection of the rotational sensor assembly found contamination on the commutator cap. The contamination contributed to the rotational sensor data abnormalities that prevented the needle mechanism from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation. Cannula was not visible after removal.